Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the (B)(4) drillable inject 10cc-sterile was being used for a left femoral neck lesion and did not dispense the full 10 cc of the product. The package was opened and the rotary pouch was place in the mixer according to the directions. The solution syringe was opened using aseptic technique was securely attached to the port and fully dispensed. The pouch clip was removed, pouch was unfolded, and mixer lid was closed securely. The mixer was started and all 70 cycles were completed. The mixer was opened and the pouch was removed to be fed through rollers. The pouch resisted going through rollers but after 2 or 3 attempts the pouch was and only 2 or 3 cc was transferred to the delivery syringe. The pouch was inspected and the (B)(4) was not properly mixed by the mixer. Another (B)(4) package was opened and mixed properly with no adverse event to patient. The case was completed successfully. A time delay of greater than 15 minutes but less than 30 minutes was noted. No additional information is available. The supplier reported that upon receipt, ¿the unit was packaged¿appeared to be intact, noted exception being that the device was used as reported. The assembly configuration was complete to include pouch seal integrity, as expected¿the syringe port was open, and the syringe contained approximately 50% of the amount expected. The material with both the syringe and the rotary pouch were hardened.¿ the supplier reviewed the DHR and found no issues that are related to the complaint condition. The supplier reported that ¿it was noted that the remaining 50% (approximate) of hardened material was located with the rotary pouch, and that the material was not at the top (proximal to syringe) as would be expected, but rather at the bottom of the rotary pouch. The location of the remaining hardened material indicates that the product was not properly ¿rolled¿ to a position which allowed for extraction from the rotary pouch. Once the product was extracted into the syringe, a void pocket in the rotary pouch caused a vacuum effect, essentially closing the port to the syringe.¿ the supplier concluded ¿the returned device appeared to be functional, in the correct configuration, with the correct amount of ceramic material contained. No conclusive root cause can be assigned. As noted within the complaint description narrative, there was difficulty with the mixer interfacing properly with the returned device. It is theorized, but not known, that the mixer did not fully advance the mixed material within the rotary pouch, and as a result, only (B)(4) of the material was available to be extracted from the pouch.¿ based on the evaluation, the failure is considered confirmed but is not considered to result from manufacturing processes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the norian drillable inject 10cc-sterile was being used for a left femoral neck lesion and did not dispense the full 10 cubic centimeters of the product. The package was opened and the rotary pouch was placed in the mixer according to the directions. The solution syringe was opened using aseptic technique, then securely attached to the port and fully dispensed. The pouch clip was removed, pouch was unfolded, and milxer lid was closed securely. The mixer was started and all 70 cycles were completed. The mixer was opened and the pouch was removed to be fed through rollers. The pouch resisted going through rollers. After multiple attempts the pouch was fed but only 2 or 3 cubic centimeters were transferred to the delivery syringe. The pouch was inspected and the product was not properly mixed by the mixer. Another norian package was opened and mixed properly with no adverse event to patient. The case was completed successfully. A time delay of greater than 14 minutes but less than 30 minutes was noted. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device was not implanted nor explanted. A device history record review was performed. Dsm biomedical - (B)(6) nash manufactured the norian drillable inject 10cc-sterile, p/n 07.704.010s, and lot #dsb8493 for (B)(4) pieces delivered (B)(6) 2014. The part conformed to the supplier¿s certificate of conformance, dated (B)(6) 2014, and synthes final inspection sheet, (B)(4) the parts were released to the warehouse on (B)(6) 2014 with expiration date of january 2016. There were no material review records, nonconformance reports, or complaint related issues with this lot. The norian drillable inject 10cc-sterile was made to the synthes drawing p/n 07.704.003, (B)(4) released on (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.